Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01724.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra coils 400 (pc400s). During the procedure, the physician advanced a pc400 in the target vessel using a px slim delivery microcatheter (px slim) and used a penumbra coil 400 detachment handle (handle) to detach the pc400. Although the detachment zone was cut off, the physician pulled the pc400 pusher assembly and observed that the pc400 was still attached to its pusher assembly; therefore, the physician decided to remove the pc400. However, while withdrawing the pc400 and the px slim together, the pc400 unintentionally detached inside the non-penumbra guiding catheter. The physician then withdrew the pc400 and the guiding catheter together. The procedure was completed using a new pc400, the same handle, px slim and guiding catheter. There was no report of an adverse effect to the patient.